Event description:
It was reported by the customer that on (B)(6) 2010, radioactive seeds/pellets, which are used for radiotherapy purposes in the treatment of prostate cancer, may have interfered with the greenlight laser. It is possible that the laser reflected off the radioactive seeds back at the fiber, burning the fiber and causing the fiber to forward fire. A device eval is pending.